Event description:
A report was rec'd via FDA's med products reporting program that a male pt experienced "grit" in his eyes and increased light sensitivity immediately after use of renu with moistureloc multi-purpose solution. The pt reported that he was diagnosed with a fungal infection and was given an unspecified medication. During his treatment, he was having eye pain from top to bottom, as if something was pulsating. As a result of his eye condition, the pt indicated that his vision had worsened because he was unable to read the letters from the eye chart. Additionally, he stated that he had film over his eyes, frequent headaches upon exposure to sunlight, and was unable to wear his contact lenses. Attempts to obtain further info have been unsuccessful.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility eval met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.